Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 apr. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 3.6mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a complete atrioventricular block was developed, and the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). Post-implant, a temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On 17 apr. 2026, a permanent pacemaker was implanted to resolve the event. The patient had extended hospitalization. The implanter classified that this event as being not related to the performance of the device but due to the implant positioning depth. The patient was in a stable condition.